Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been returned for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID# 2134265-2016-06713 and 2134265-2016-06916. It was reported that automatic pullback failure occurred. The target lesion was located in the main artery. It was noted that, during procedure, a 120v ilab ultrasound imaging system was used in conjunction with an atlantis sr pro2 imaging catheter and a sled to perform automatic pullback. However, it was noted that the physician said that during procedure, the mdu5 was not performing an automatic pullback. No patient complications were reported. The patient's condition is stable.

Manufacturer narrative:
Device lot number, device expiration date, device manufactured date, device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated.  Device evaluated by MFR: the device was returned for evaluation. No issues were found, the device appears to be in good conditions. The catheter was able to properly pull back manually and automatically, not connection issues or errors were detected during its testing. Impedance testing shows a good unit wave form. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4)

Event description:
Same case as MDR ID# 2134265-2016-06713 and 2134265-2016-06916 it was reported that automatic pullback failure occurred. The target lesion was located in the main artery. It was noted that, during procedure, a 120v ilab ultrasound imaging system was used in conjunction with an atlantis sr pro2 imaging catheter and a sled to perform automatic pullback. However, it was noted that the physician said that during procedure, the mdu5 was not performing an automatic pullback. No patient complications were reported. The patient's condition is stable.